Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure with placement of a 3.0 x 23 mm xience v stent in the mid left anterior descending (lad) artery. Approximately 30 months post procedure, the patient experienced shortness of breath and chest tightening and was rehospitalized. Diagnostic coronary angiography was performed and noted instent restenosis of 25% in the xience v stent. No treatment was provided and the patient is to follow up with his physician. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.